Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.

Event description:
It was reported that the elective replacement indicator (eri) had been reached. The battery status was blank, and it was suspected that there was a measurement lockup issue. The lockup condition was reset, and the device functioned normally. The device remains in use. No patient complications have been reported as a result of this event.